Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles and difficult to irrigate . The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was not indicated that the device was available for return and since this was reported via med-sun there is no way to perform good faith efforts, since the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Risk assessment a risk review was completed using faradrive hazard analysis and confirmed that the event of difficult to irrigate and visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath pulled back air. The physician was unable to flush. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath pulled back air. The physician was unable to flush. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product return status is unknown.